Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient the cardiosave intra-aortic balloon pump (iabp) has a leak in the system. There was no harm reported.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak in the system during operation. A getinge field service engineer (fse) verified the unit and after analyzing the logs, fse found that the only recorded error was "rapid gas loss", which was most likely caused by a leak in the balloon, not the device itself. Parts were not replaced. All functional and safety tests were carried out and results in the standards were obtained. The device has been returned to the customer and cleared for clinical use. There was no patient harm, injury, or adverse event reported.

Event description:
N/a.